Manufacturer narrative:
The device was returned for analysis. The returned device was noted to have the ptfe coat sheared off at 6 segments at varying distances from the distal end of the device. The findings were consistent with the device coming in contact with a hard object and abraded with it. Based on the assumption that the actual device came into contact with a metal inserter on the uncoiled segment and exposed to some abrading force, resulting in the shearing of the ptfe coat layer, the reproductive tests were conducted as follows: test a: the uncoiled segment of a retention guide wire sample from the involved product code was inserted into the involved inserter sample. With a curving shape given to the guide wire sample, the guidewire sample was withdrawn from the involved inserter sample with the uncoiled segment letting to come into contact with the edge of the involved inserter sample. As a result, the ptfe coat layer was sheared off the core wire, where the core wire was exposed. Test b: a retention guiding catheter sample was connected to the involved competitor's y-connector. The involved inserter was inserted into the hub end of the guiding catheter sample. A retention guide wire sample from the involved product code was inserted into and pulled out of the guiding catheter sample through the involved inserter sample. There was no occurrence of shearing pf the ptfe or exposure of the core wire. Test c: a retention guiding catheter sample was connected to the involved competitor's y-connector. The involved inserter was inserted into the involved y-connector half way slantingly. A retention guide wire sample from the involved product code was inserted into and pulled out of the guiding catheter sample through the involved inserter sample. There was no occurrence of shearing pf the ptfe or exposure of the core wire. Based upon the investigation and the available information the reported complaint was confirmed. The root cause could not be definitively determined, however the findings indicated the device was withdrawn through the metal introducer in a manner that resulted in the ptfe coating shearing off.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the physician performed a "test" of the guidewire without any intention of using it in the patient. The wire was removed from the dispenser and introduced into the inlet guide. The inlet guide was advanced over the wire, keeping the wire straight. The inlet guide was pulled back and removed from the wire. After removal, the wire was inspected, and coating residuals on the wire appeared to be "scraped off." There was no patient involvement.